Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.

Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's prolite mesh product. Plaintiff alleges that she was implanted with a prolite mesh and suffered serious injury. No information was provided regarding the implant date or where the implant took place. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional information comes to its attention.

Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement.

Event description:
Allegedly plaintiff also experienced blood loss, dyspanuria and mesh erosion. Mesh was implanted for repair of cystocele.